Event description:
The customer reported the leads of the power supply do not work correctly and the system doesn't charge the battery. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.